Event description:
It was reported that the patient presented for a Magnetic Resonance Imaging (MRI) scan. The physician did not place the device settings in MRI mode, and the Implantable Cardioverter Defibrillator (ICD) exhibited backup mode. Programming changes were performed to resolve the issue. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.